Event description:
Plunger malfunctioned and the product leaked all over him and the patient [syringe issue] case narrative: upon internal review on 09-jan-2019 with the clock start date of (B)(6)2018, the case initially assessed as serious was downgraded to non-serious (seriousness criteria of medically significant was removed). Initial information received on 07-nov-2018 regarding an unsolicited non-serious non case received from an other non-health care professional from united states. This case involves an adult patient (gender not provided) who was to receive hylan g-f 20, sodium hyaluronate (synvisc one), but the plunger malfunctioned and the product leaked all over him and the patient. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient was to receive intra-articular hylan g-f 20, sodium hyaluronate, at a dose of 6 ml, once (lot - 8rsl038, 30-apr-2021; indication: not provided). It was reported that the plunger malfunctioned and the product leaked all over the health care professional and the patient. Patient was unable to get the injection. No reinjection was attempted. Final diagnosis was plunger malfunctioned and the product leaked all over him and the patient. The patient outcome is reported as unknown a pharmaceutical technical complaint was initiated with results pending for the same. Upon internal review on 09-jan-2019 with the clock start date of (B)(6) 2018 the device malfunction incorrectly captured as 'yes' was corrected. Also, the case was downgraded from serious to non-serious. Text amended accordingly.

Event description:
Plunger malfunctioned and the product leaked all over him and the patient (syringe issue). Case narrative: initial information received on 07-nov-2018 regarding an unsolicited non-valid non-serious case received from an other non-health care professional from united states. This case involves an adult patient (gender not provided) who was to receive hylan g-f 20, sodium hyaluronate (synvisc one), but the plunger malfunctioned and the product leaked all over him and the patient. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient was to receive intra-articular hylan g-f 20, sodium hyaluronate, at a dose of 6 ml, once (lot - 8rsl038, 30-apr-2021; indication: not provided). It was reported that the plunger malfunctioned and the product leaked all over the health care professional and the patient. Patient was unable to get the injection. No reinjection was attempted. Final diagnosis was plunger malfunctioned and the product leaked all over him and the patient. The patient outcome is reported as unknown. A pharmaceutical technical complaint was initiated with results pending for the same.